Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported the patient was on impella cp support. While on support, bleeding was noted at the access site. The impella cp was explanted and was replaced with a new impella. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed has been completed. The returned product was visually inspected and the inflow seems to be slightly deformed and no other issues are alleged against the impella. The root cause of the access site bleeding issue was not determined since insufficient clinical details provided. Added d9 device return date.